Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating high and low blood glucose. The customer's blood glucose reading was 20 mg to 600 mg/dl at the time of incident and that the fluctuation occurs daily. Customer indicated that the high and low blood glucose may be due to prednisone medication. Customer did not want to troubleshoot the pump but order supplies only.